Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of alarming due to low inspiratory pressure, being unable to maintain peep (positive end expiratory pressure) and providing an unexpected breath rate were all confirmed. The asp, checked to ensure that all potential air leak points (couplers, hoses, etc.) Were properly secured, and then replaced the external flow module (efm) as well as a leaky gasket between the inlet accumulator tank and internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm and the gasket between the inlet accumulator tank and ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating was alarming due to low inspiratory pressure, and that it was unable to maintain peep (positive end expiratory pressure) and provided an unexpected breath rate. There were no reports of patient involvement associated with the reported event.